Event description:
This is a spontaneous case report received from an attorney in the united states, on behalf of a plaintiff in united states on 03-oct-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2009 for birth control. On or about (B)(6) 2016, the plaintiff underwent surgery to remove essure device after experiencing severe abdominal pain and extreme swelling. Company causality comment: this case report received from a lawyer on behalf of an adult female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced abdominal pain. Seven years after placement procedure, the plaintiff underwent surgery to remove essure device. This event is anticipated according to reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur during essure use. Considering its nature per se and the absence of alternative explanation, causal relationship with essure use cannot be excluded. Since device removal was required, this case is regarded as incident. Technical analysis has been requested. Further information will be obtained through litigation process.

Manufacturer narrative:
Follow up 14-nov-2016: quality-safety evaluation of ptc: ptc global number: (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this case report received from a lawyer on behalf of an adult female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced abdominal pain. 7 years after placement procedure, the plaintiff underwent surgery to remove essure device. This event is anticipated according to reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur during essure use. Considering its nature per se and the absence of alternative explanation, causal relationship with essure use cannot be excluded. Since device removal was required, this case is regarded as incident. A product quality defect could not be confirmed but is considered plausible. Further information will be obtained through litigation process.